Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. Measuring from the end of the gold tip, the fracture occurs at 29.1cm. The customer's reported complaint description of a broken fiber is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. As adequate process controls are in place to detect this failure, a root cause could be due to handling damage after the device left the angiodynamics manufacturing facility. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. The instructions for use which is supplied to the end user with this catalog number contains the following statement "precaution: prior to use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4)

Event description:
As reported april 25, 2016, a patient of unknown age and gender presented for an endovenous laser procedure. When prepping for the procedure, it was noted the fiber had bent inside of the sterile packaging. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for a device evaluation.